Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, at 8:20 am, while performing an IV catheter insertion, the nurse inserted the needle into the vein. Upon removing the guide needle, white powder and an unidentified substance were observed at the catheter connector, posing a potential infection risk. The inserted catheter was immediately removed, and its use was suspended. A new needle was used to reinsert the catheter. The patient's condition is being monitored.

Manufacturer narrative:
1. DHR/bhr review (lot#4352312): 1) the products of this batch were assembled at intima ii auto line 2 in jan 2025 and packaged at r240 package line in jan 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 1 photo but did not return the complaint unit. The photo shows that there is white foreign matter inside the catheter hub. 3. Check the retained samples of this batch, no similar foreign matter is found. 4. According to intima ii production process analysis, the foreign matter may be dust generated from the powder on the surface of the isolating plug mixed with ipa, which adhered to the gripper at station c10s5 of position 5 and was transferred onto the product during assembly. 5. Actions taken: thoroughly clean the isolating plug to reduce residual powder; additionally, clean the gripper with alcohol at the start of each shift to minimize dust residue. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo shows that there is white foreign matter inside the catheter hub, but since no defective sample is received for relevant tests, so it is impossible to determine the composition and source of the foreign matter inside the catheter. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.